Manufacturer narrative:
The reported event of separation failure was not confirmed. The leadless pacemaker was returned for analysis. Visual inspection showed that the outer helix was within specification. Inner diameter of the tether button hole was measured and found to be in spec. Electrical features were analyzed and the device exhibited normal electrical characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented in for implant procedure. During surgery, the ventricular leadless pacemaker (lp) was unable to separate from the delivery catheter. The ventricular lp implant attempt was abandoned. The patient was in stable condition.